Manufacturer narrative:
Correction: narrative was omitted in previous report. The event unit was returned for evaluation. Upon inspection, engineering noted that the device met specifications. The root cause of the customer's experience remains unknown as the unit met specifications. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Unknown - "user reports that the clip applier does not work correctly. The clips came out incorrectly or not at all." Patient status; unknown.